Manufacturer narrative:
Concomitant medical products - model: 419588, lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high / undefined pacing impedance. A lead fracture is suspected. Reprogramming was completed and eventually the lead was capped and replaced. No patient complications have been reported as a result of this event.